Event description:
It was reported that during a routine shift check, the display of the autopulse platform was completely white and no information was seen on it. Compressions could not be performed. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 03/23/2015 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found no physical damages to the platform. The system was unable to undergo initial functional testing as the lcd display was blank upon power on of the platform. A review of the platform's archive was unable to be performed as the archive was unable to be downloaded. The processor board was replaced to remedy the customer's reported complaint of a blank lcd display on the autopulse platform. The platform then underwent and passed all final functional testing. In summary, the customer's reported complaint of a blank lcd display upon power on of the platform was confirmed through initial functional testing. The root cause of the blank lcd display was determined to be a defective processor board. The processor board was replaced, remedying the customer's reported complaint and allowing the platform to function as intended.